Event description:
Noise was observed on the lead. Atrial oversensing was observed before the ventricular event. The patient was very sick and intubated for unknown reasons. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.